Event description:
During a non-abbott atrial lead revision for dislodgement, high pacing impedance, lack of sensing and low voltage output were noted after the replacement lead was connected to the device. A header anomaly was suspected and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
No conclusion code available; upon receipt, visual examination of the device and its connectors revealed no anomalies. Electrical testing and mechanical evaluation displayed normal device characteristics. Further analysis performed on the right atrial connectors showed contamination on the contact spring. Sem analysis performed on the contaminant indicated composition of epoxy and buffering compound. No anomalies were found on the right ventricular and left ventricular channels.